Event description:
A malfunction on a pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the caller successfully performed the reset without the malfunction code recurring. The customer was advised to continue using the pump and to contact technical support if any issues arose again.